Event description:
It was reported that as the surgeon was trying to advance a screw, the tips on the head of the driver splayed.

Manufacturer narrative:
Codes are pending engineering evaluation and will be provided in a supplemental.